Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic records from the device for review. Upon review of the electronic records, physio was able to verify the reported loss of power. As a precaution, physio replaced the power pcb assembly, battery power cable as well as the device's battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to print a 12-lead ECG. There was patient use associated with the reported event; however, there were no reports of adverse effects as a result of the reported issue. No further details were provided.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the likely cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board.  Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.